Event description:
The user facility reported that after accessing a patient's implanted portal with the listed device, the clinician attempted to remove the introducer device by pulling up on the safety arm and retracting the needle into the safety position; however, the introducer needle was unable to be retracted into the safety position and the user sustained a needle stick injury. The user is believed to be receiving treatment consistent with the facility's internal protocol for needle-stick injuries. No adverse effects to patient or user reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.